Manufacturer narrative:
(B)(4). Corrected: the patient clarified the damaged minicap was not used and specified that the peritonitis was not caused by the minicap. The cause of the peritonitis event was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by soreness, nausea, cloudy effluent, pain, and diarrhea coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. However, the patient was seen by a medical professional and was given unspecified antibiotics for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It is unknown when this event was reported to have occurred. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up with the patient, it was found that the minicap with inadequate iodine was not used for therapy and did not lead to the reported peritonitis. An additional MDR will be sent for the allegation of inadequate iodine reported by the customer in manufacturer report number 1416980-2015-02823. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis event was due to inadequate iodine within a minicap. Should additional relevant information become available, a supplemental report will be submitted.